Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1616c124ej, serial/lot #: (B)(4), ubd: 12-apr-2018, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 52 mm abdominal aortic aneurysm on (B)(4) 2016. It was reported approximately 3 years post the index procedure, the patient presented to hospital with abdominal pain. A CT completed demonstrated a rupture and a type ii endoleak. A laparotomy was performed and the physician elected to complete a thrombectomy inside the aneurysm. The three lumbar arteries where the type ii endoleak was observed was ligated and abdominal closure was performed. Per the physician the cause of the event was anatomy related due to patient vessel morphology. No additional clinical sequelae were reported and the patient is fine.